Event description:
It was reported the patient's blood glucose level rose to 328 mg/dl while wearing the pod between 24 and 36 hours. While still wearing the pod it was found that the pod's cannula had dislodged from the infusion site (abdomen) and leaking. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed that would contribute to a cannula dislodge. The cause of the reported cannula dislodge event could not be determined. The pod data showed no errors that would indicate any issues with insulin delivery. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact time and cause for the soft cannula damage could not be determined. It cannot be conclusively determined that the soft cannula damage contributed to the reported leaking during wear event. Therefore, the cause of the reported leaking during wear event could not be determined.